Event description:
Customer reported that when administering the men-c-c vaccine to a 2-month-old infant, the vaccine contents leaked out from base of the 1-inch needle (where connected to the syringe/ vaccine) upon depressing the plunger/ administering.no vaccine was administered into the muscle

Manufacturer narrative:
Investigation in progress.no samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.